Event description:
It was reported that while attempting to implant the device, the physician was unable to insert the ventricular lead connector fully into the device. The atrial lead and lv connectors were inserted with no issues. The device was removed and a new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while attempting to implant the device, the physician was unable to insert, the ventricular lead connector fully into the device. The atrial lead and left ventricular connectors were inserted with no issues. The device was removed and a new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.